Event description:
Sorin group received a report that the s3 roller pump made a grinding noise during the procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump was making a grinding noise during a procedure. There was no pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility the service representative was able to reproduce the issue. The belts in the pump were replaced and subsequent testing confirmed that the issue was resolved. The facility has retained the belts. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.